Event description:
During the procedure, the device was advanced to the target site. While attempting to deploy the stent, the guide catheter stretched and broke. The stent was not able to be deployed. While attempting to remove the delivery system, the push and guide catheters broke in several pieces. No device fragments fell in the patient and the stent was removed with forceps. The device was removed with the scope. The scope was reinserted and the procedure was completed with a different stent. The procedure was successfully completed with no reported patient complications. The patient was reported to be in stable condition after the procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that the stent was kinked and bent. The guide catheter was in two pieces. The distal portion was stretched and measured to be approximately 59 centimeters. The proximal portion (minus the hub) was stretched and measured to be approximately 142 centimeters. The suture and proximal end of the guide catheter which includes the hub were not returned for evaluation. There was no damage to the to the push catheter. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Manufacturer narrative:
(B)(4) - non-surgical intervention rquired. The device has been received; however, the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
During the procedure, the device was advanced to the target site. While attempting to deploy the stent, the guide catheter stretched and broke. The stent was not able to be deployed. While attempting to remove the delivery system, the push and guide catheters broke in several pieces. No device fragments fell in the patient and the stent was removed with forceps. The device was removed with the scope. The scope was reinserted and the procedure was completed with a different stent. The procedure was successfully completed with no reported patient complications. The patient was reported to be in stable condition after the procedure.